Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that they were not able to get any green lights on the telemetry portion of the remote monitor during manual transmission. Follow-up with the clinic indicated that the patient has never been seen by this clinic. No additional information available. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.